Event description:
Underdelivery reported: it was reported on a 7 bag electrolyte run, the 7th bag was short approximately 20.0ml. The total electrolyte volume in each bag was 84.0ml. The electrolyte supply bag contained 645.0ml of solution. The customer contact reported that there was not a check received alert message on the display. The customer contact states "there was no "tpn" bag dispensed to a pt with inaccurate volumes". Though requested, there was no additional information available.